Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the saphenous vein graft with the 4.0 x 15 xience v stent. During the two year follow up, the patient's son indicated that the patient expired on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation/incorrect anatomy. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, direct stenting was performed in the saphenous vein graft (svg). It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU cautions that the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial med watch filed, additional information was received indicating that on (B)(6) 2010 the patient was admitted for an upper and lower gastro-intestinal bleed and anemia associated with coumadin toxicity. The patient had noticed she was passing black tarry stools. The patient was transfused with 4 units of packed red blood cells and 2 units of fresh frozen plasma. The patient was also given multiple doses of vitamin k to reverse the anticoagulants she had been taking for her history of deep vein thrombosis. At the hospital, the patient had gone into acute respiratory failure and was resuscitated and intubated. The patient experienced bradycardia and hypotension likely related to hypoxia secondary to respiratory failure. After resuscitation, the patient was made a do not resuscitate and her condition continued to decline until she expired on (B)(6) 2010. The death certificate indicates the immediate cause of death was hepatic failure followed by congestive heart failure.